Event description:
The customer reported being at the emergency room due to high blood glucose of 600mg/dl, and she was treated with manual injections. The customer stated that she was experiencing nausea, excessive thirst, urination, fruity breath, and ketones. Troubleshooting was performed. Assisted the customer to run the fixed prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. Then the customer called back to report getting no delivery alarms during a bolus. The customer's last glucose reading was 422mg/dl. Determined that the insulin pump was reporting correctly the insulin volume. Instructed the customer to remove the cannula, and it was not bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.